Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3641sp self-punching knotless 2.6 fibertak shuttle stitch suture was frayed. This did not allow for the suture to pass through the knotless mechanism, and as a result, the anchors pulled out. Everything was removed from the patient. The case was completed using two new ar-3641sp self-punching knotless 2.6 fibertak. This was discovered during a remplissage procedure on (B)(6) 2024. Additional information received on 9/24/2024: the case was completed by implanting two ar-3636 knotless 1.8 fibertak next to the previous drilled holes. The case was not delayed, and no additional anesthesia was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.